Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Note that the h.6. Codes have been updated to reflect the new information continuation of d10: product ID 978b128 lot# va2j7t6 implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp was asked to clarify the statement ¿the caller was concerned about perhaps the implant or lead shifting and wasn¿t in the right place¿ and if the implant or lead shifted. The hcp said no, implant was working properly at follow up visit (B)(6) 2022. The steps taken were the appointment on (B)(6) 2022 and the ins was working properly. It was also reported that patient had sensed stim in their upper buttock. After switching to program 2 and amp of 0.7 they were now sensing more toward the rectum and was left on this. The hcp reported it doesn¿t seem to be as helpful as it was initially but now using a different program and sensation a bit different. The patient was instructed on how to use the programmer to switch settings. The hcp recommended the patient to continue to use current program for a few days and if not seeing any difference in luts they can try other programs. If not seeing a difference after trying all 7 programs then they can call for reprogramming. An annual follow up was planned. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2j7t6, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6), ubd: 02-aug-2023, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated the week following the date of implant pt was "doing really well", but since then pt's leaking has not been well managed. Pt stated their frequency has been good and they are happy with that. Pt clarified that their leaking has been gradual and stated they would say it started two months ago and has been effecting pt more. Pt stated they are not pleased with the performance of the ins due to still leaking a lot. Pt stated their urologist changed pt from program 3 to program 2 today. Pt stated they were never informed that there are multiple programs. Troubleshooting reviewed programs and amplitude overview. Troubleshooting did not ask about the circumstances that led to the reported issue. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their doctor if the issue persists. Pt will increase stimulation and change programs if not seeing an improvement in symptoms. Additional information was received from the patient. They reported that they have noticed a change to their bladder and bowel symptoms and had some tremendous accidents, they symptoms have been getting worse in the last 2 or 3 months, they're having constant leakage and now they can't go anywhere, and they are trying to figure out how to resolve it. Patient said they met with a medtronic representative, caller said one of the new programs seems to work better but if pt increases too far it is uncomfortable. Reviewed some stimulation sensation/interstim therapy information additional information was received from the patient and patient representative. They reported that the patient had met with rep who assisted with adding additional programs, and that they were looking for a new hcp. Caller mentioned that patient was still having problems with leakage and that they were wearing "max pads" and were confined to the house. Caller also said that sometimes patient doesn't know when they are leaking. Caller said they have gone through all the programs and that patient has no control anymore. Reviewed therapy adjustment options. Redirected to hcp regarding symptoms. Additional information was received from the patient. They reiterated previously reported issues how the patient was still leaking and going to the bathroom sometimes 15-20 times a day or every half/hour. The caller was concerned about perhaps the implant or lead shifting and wasn't in the right place because while the patient didn't have many issues at night (they only got up 1 or 2 times and had little to no leakage), it appeared to happen during the day and the caller stated they thought something wasn't connected when the patient was standing up. The caller stated they went to the patient's previous health care provider (hcp) and they looked at the patient's back and said it was "fine" and they were "blown off". The caller stated the hcp had also done a test to see how much the patient was retaining but the caller stated they never did see the results of that test. The caller stated the nurse said something to them about it, but they didn't understand. The caller stated the leaking has gotten worse since the patient had it implanted and that they'd met with a medtronic representative in the past who had added additional programs but it still hadn't helped and that two days ago, the patient had tremendous back ache and pain shooting down their thighs and into the patient's knees. The caller sta ted that they were advised to turn the therapy off and the patient did so for 2 days, but it hadn't made a difference. The caller and patient were redirected to follow up with an hcp. The caller stated they were waiting to see a new managing health care provider (hcp) next thursday that came recommended by medtronic representative.